Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 80% stenosed, proximal left anterior descending (lad) artery the 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced but failed to cross the lesion. After removal from the anatomy the stent implant strut was noted to be flared. The patient was treated with a 3.5 x 15 mm xience prime stent without reported issue. Subsequent information and paperwork received with the returned device revealed that the actual issue was a proximal shaft separation, not proximal strut damage as originally reported. The shaft separation occurred during the failed crossing attempt. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned; however, analysis of the device was not possible. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.